Event description:
It was reported that the patient had low lead impedance. Device history records were reviewed for the lead. The lead passed all specifications prior to distribution. The lead was hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Physician later reported that is was unknown if patient experienced any trauma or manipulation, as patient was a poor historian. No other relevant information has been received to date.

Event description:
The patient had full revision surgery. During surgery, the lead was discovered to be fractured. Low impedance coding will be replaced with lead fracture coding which encompasses the low impedance seen previously. The explant facility reported that they never received an explanted device for this patient, the lead is assumed to have been discarded. No other relevant information has been received to date.